Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed the reported symptom false upstream occlusion alarms through review of the event history log, but did not reproduce it. The device passed occlusion testing and was found to be operating within specification in relation to the reported symptom. The device was recalibrated to ensure accurate occlusion detection.

Event description:
It was reported a spectrum infusion pump falsely alarmed upstream occlusion in the general care area. It was also reported there was no pt injury.